Manufacturer narrative:
The provided logfile shows the user prepared 15 treatments and 13 of them were successfully performed. During preparation of the reported treatment the user was able to achieve not good but valid suction values. The treatment was aborted due to the user releasing the laser pedal and interrupted the treatment during bed cut and pressed the vacuum pedal instead of the laser pedal. This shuts down the vacuum pumps and the system will abort the started treatment. The user restarted the aborted treatment and completed it without problems. During the complete day the user renewed the energy check so all treatments were performed in the required time range. The logfile shows no other issues and also the vacuum and energy stayed stable. There is no technical problem and the reported suction problem is due to the user shut down the vacuum pumps by pressing the vacuum pedal instead of the laser pedal after he interrupted the treatment. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported multiple attempts at gaining suction with the patient interface prior to lasik flap creation of the right eye. After the third attempt, suction was achieved and treatment was started. Suction was then lost at 42 percent of treatment. The treatment was completed with a different femtosecond laser without adverse effects.